Event description:
Approx 2 weeks following the index procedure, the pt complained of chest pain. A repeat angiography was performed which revealed thrombus in the previously implanted cypher stents. Aspiration and balloon angioplasty were conducted to treat the thrombus. Per the physician, the probable cause of the sat was because the vessel was tortuous and the sections that were bending might have been under-deployed.